Manufacturer narrative:
Initial and final MDR 1875085 - MDR 3003442380-2024-04854 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set was fell off during use event on (B)(6) 2024. The infusion set was in use for less than one to three hour. The blood glucose level was 130-280mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.